Event description:
It was reported that the tap was broken during use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. The values were in compliance with specifications and with the international standards. The cross section surface shows no irregularities what indicates material conformity as well. We have to assume that exceeding applied mechanical force, most likely in slanting direction, may have caused the breakage. No product fault could be detected.